Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The physician deployed the first closure device in the patient, but it did not meet release criteria and it was fully recaptured. The second device was deployed and the physician was performing a partial recapture when they noticed that there was a pericardial effusion. Both the was and wds were removed from the patient and the pericardial effusion was managed. The patient is fine following these events and was discharged two days post procedure.